Event description:
Received info stating customer received multiple occlusion alarms. Reportedly, the customer's blood glucose level was impacted.

Manufacturer narrative:
The product has been received for eval; however, eval is not yet completed. A f/u MDR will be submitted.